Event description:
Allegedly, the nail and screws broke between the calcaneal and sub-talar screw. Reporter can not predict the date of incident and date of original surgery because they were performed in another location.

Manufacturer narrative:
Investigation not complete. Product has not yet been returned. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same report as 1043534-2015-00051, 1043534-2015-00053, 1043534-2015-00054, 1043534-2015-00055, 1043534-2015-00056.

Manufacturer narrative:
Visual inspection of the returned device found that the screw was broken into two separate pieces. Midway through the shaft of the screw the thread looks to be filed down to a smooth surface. The screw appears to have been forcefully grinded against the nail causing the smoothness of the thread resulting in the breaking of the screw. The proximal end of the thread just under the head of the screw appears to have rough edges that are frayed and rough due to wear and tear. Analysis of the returned device indicates that the device could have been a contributor to the report event. The device is broken. Based on analysis, a definitive root cause could not be determined. However the most likely root cause may have been user technique due to external force or stress.